Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. In addition, the deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delay could not be conclusively determined.

Event description:
During an atrial tachycardia procedure, contact force was not displayed following connection to the tactisys which caused a delay. Catheter reconnection, tactisys and ensite power cycle were performed with no resolution. The device was replaced, and the procedure was completed with no adverse consequences to the patient.